Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a home patient's (hp) spouse with supplemental information from a nurse in the USA of a home patient that reused minicaps while on vacation and peritonitis coincident with dianeal therapy. During a call with baxter home care services on (B)(4) 2012, the following was reported: on an unreported date, the patient went hunting and reused the minicaps as well as not wearing a mask during therapy which caused peritonitis. The hp was hospitalized for the peritonitis from (B)(6) 2012. Treatment was not reported. Follow-up was performed by gpv with the hp's registered nurse (rn) on (B)(6) 2012. Per the rn, the peritonitis was not related to baxter solutions, devices or disposable products. Specifically, there was a breach in aseptic technique and the hp reused single use products. The hp was did not receive retraining on proper aseptic technique. On (B)(6) 2012 the patient's pd therapy was discontinued and the hp was started on hemodialysis. The patient is recovering from the peritonitis.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - reuse of single-use product is confirmed, because it was reported that home patient reused minicaps while on vacation; however, the assignable root cause could not be determined, since we are unsure why the patient reused the minicaps. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - reuse of single-use product. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.